Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report

Event description:
Tip of self holding screwdriver broken. This occurred during primary surgery. The expanding top of the screwdriver was broken. The broken part was not saved.

Manufacturer narrative:
The evaluation revealed the broken selfholding screwdriver to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, dimensional, functional, visual or manufacturing related issues were found. The reported event was confirmed; the moveable blade was found completely broken off. The breakage surface and breakage line indicated that the blade broke spontaneously in a brittle fracture most likely contrary to the plain screwdriver surface (outwards). Most likely the screwdriver broke during cleaning prior to the surgery due to inserting a cleaning tool (i.e. Towel, brush) into the trench between blade and screwdriver, so the blade material got overloaded due to bending forces. The IFU includes that all instruments shall be handled with care. Based on the investigation results the case is attributed to an inadequate usage (user related). Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Tip of self holding screwdriver broken. This occurred during primary surgery. The expanding top of the screwdriver was broken. The broken part was not saved.